Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, female caller reported patient was in the hospital and was released. Caller stated they needed assistance connecting infusion device to patient and placing it in the run mode. Patient stated he completed the change the cartridge procedure. During the call, the patient primed the infusion set and inserted a new infusion site; was able to bolus 0.7 units of insulin to fill the cannula. During the call, the patient stated he felt light headed. Patient's brother came to the phone and reported the patient ran out of insulin at 2:30 am. Patient's brother stated at 10 am, the patient called a friend and reported he was shaking and his blood glucose was 249 mg/dl. Brother reported patient took an injection of insulin at that time; amount was unknown. Brother stated patient's friend took him to the hospital and he was released an hour ago with a blood glucose reading of 368 mg/dl. Patient's brother reported the patient's current blood glucose reading was 297 mg/dl during the call. Callers were uncertain of patient's normal blood glucose range and patient is unable to answer the question at this time. Verified that patient was attached to his infusion site and the infusion device was in the run mode. On follow up call on (B)(6) 2010, patient reported he was admitted to the hospital on (B)(6) 2010 because he had been out of insulin for a couple of hours. Patient stated he ran out of insulin. Patient reported he was able to bring his blood glucose back down in the normal range after he was connected to his infusion device. Patient's normal blood glucose range is 130-140 mg/dl. Patient stated his blood glucose is back in the normal range. Patient reported ther infusion device did not give any alerts or error messages. No product return was requested.